Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow-up call for a draining slowly message, it was reported that this male peritoneal dialysis (pd) patient went to the emergency room (ER) on (B)(6) 2023 for a pd catheter issue. The catheter (not a fresenius product) was not draining. The patient was admitted and awaiting a hernia repair and pd catheter revision. Additional information was obtained through follow-up with the clinic manager (cm). The patient was admitted to the hospital on (B)(6) 2023 for pd catheter dysfunction. The cm stated that the patient did not undergo any catheter revision during the hospitalization. The patient was diagnosed with a left inguinal hernia. The date of the hernia diagnosis is unknown; however, it was noted in documentation from a prior hospitalization in (B)(6) 2023. The hernia was not pre-existing prior to the initiation of pd on (B)(6) 2021. During this current hospitalization, the patient transitioned to in-center hemodialysis (hd) until the inguinal hernia has been repaired and healed. The patient will return to pd within approximately 4-6 weeks after. The cause of the hernia is unknown. The hernia is not related to any fresenius device(s) or product(s). The patient was discharged on (B)(6) 2023 and is awaiting a surgical repair date to be scheduled as an outpatient procedure.

Event description:
During a follow-up call for a draining slowly message, it was reported that this male peritoneal dialysis (pd) patient went to the emergency room (ER) on (B)(6) 2023 for a pd catheter issue. The catheter (not a fresenius product) was not draining. The patient was admitted and awaiting a hernia repair and pd catheter revision. Additional information was obtained through follow-up with the clinic manager (cm). The patient was admitted to the hospital on (B)(6) 2023 for pd catheter dysfunction. The cm stated that the patient did not undergo any catheter revision during the hospitalization. The patient was diagnosed with a left inguinal hernia. The date of the hernia diagnosis is unknown; however, it was noted in documentation from a prior hospitalization in (B)(6) 2023. The hernia was not pre-existing prior to the initiation of pd on (B)(6) 2021. During this current hospitalization, the patient transitioned to in-center hemodialysis (hd) until the inguinal hernia has been repaired and healed. The patient will return to pd within approximately 4-6 weeks after. The cause of the hernia is unknown. The hernia is not related to any fresenius device(s) or product(s). The patient was discharged on (B)(6) 2023 and is awaiting a surgical repair date to be scheduled as an outpatient procedure.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The drain times were within the time specifications for a liberty cycler. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During a follow-up call for a draining slowly message, it was reported that this male peritoneal dialysis (pd) patient went to the emergency room (ER) on (B)(6) 2023 for a pd catheter issue. The catheter (not a fresenius product) was not draining. The patient was admitted and awaiting a hernia repair and pd catheter revision. Additional information was obtained through follow-up with the clinic manager (cm). The patient was admitted to the hospital on (B)(6) 2023 for pd catheter dysfunction. The cm stated that the patient did not undergo any catheter revision during the hospitalization. The patient was diagnosed with a left inguinal hernia. The date of the hernia diagnosis is unknown; however, it was noted in documentation from a prior hospitalization in (B)(6) 2023. The hernia was not pre-existing prior to the initiation of pd on (B)(6) 2021. During this current hospitalization, the patient transitioned to in-center hemodialysis (hd) until the inguinal hernia has been repaired and healed. The patient will return to pd within approximately 4-6 weeks after. The cause of the hernia is unknown. The hernia is not related to any fresenius device(s) or product(s). The patient was discharged on (B)(6) 2023 and is awaiting a surgical repair date to be scheduled as an outpatient procedure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of inguinal hernia with temporary transition to in-center hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the hernia and utilization of the liberty select cycler. Although no information could be provided on the cause of the hernia, there is no allegation of a device malfunction or deficiency reported for the hernia event. Inguinal hernia is common in dialysis patients and caused by abdominal wall fragility and increased intra-abdominal pressure. Although it is unknown if pd therapy itself contributed to the hernia, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty cycler can be excluded as the cause of the patient¿s inguinal hernia.